Event description:
Received a red alert on latitude for rv impedance out of range and automatic polarity switch to unipolar. Noted noise on rv lead resulting in inhibition of pacing causing heart rate to drop to 30's bpm. Had bsc rep see patient at nursing home and they were unable to reproduce noise with provocative maneuvers. Tech support was contacted and felt issue is related to spring contact. Recommends reprogramming to unipolar pace configuration. Manufacturer response for pacemaker, boston scientific l321 accolade el (per site reporter). Issue is due to spring contact, reprogram rv lead to unipolar pace configuration and bipolar sense configuration. Continue to monitor.